Event description:
It was reported that a balloon detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex. A 3.0mm x 15mm wolverine cutting balloon monorail was selected for use. During the procedure, outside the body, it was noted that while positioning the cutting balloon towards lesion, the cutting balloon got separated at the proximal shaft. The physician simply removed the device in one piece by carefully pulling the shaft. The procedure was completed with another of the same device and stented the area. No patient complications reported.

Manufacturer narrative:
(B)(6).